Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer wore the pump against the skin. Blood glucose was 500 mg/dl. The supplies were changed to address the event and insulin delivery was resumed.